Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: he complaint device is not being returned, therefore is unavailable for a physical evaluation. Furthermore, no lot number was supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). The lot number is currently unavailable. Associated medwatch: [mr# 1221934-2018-51763]. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales rep reported the customer's gryphon br anchor broke upon insertion on the proximal end and their gryphon drill bit was dull during a shoulder procedure. The sales rep stated they believed because the drill bit was dull they did not drill a deep enough hole for the anchor. The surgeon removed all broke pieces of the anchor, used another drill bit, drilled a deeper hole and inserted a new anchor to complete the procedure with no patient consequences or delays. The procedure was delayed by 10 minutes. Both devices were discarded by the customer. The sales rep did not have the lot number for the drill bit but stated the device was over 3 years old and had seen heavy use. The patient was a (B)(6) female with medium quality. The sales rep was not present and had no further details.